Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The totally occluded, concentric target lesion was located in the left circumflex artery (lcx). A 185cm j-tip pt²¿ guide wire was advanced but the device failed to cross the lesion. When the device was removed, the physician noted that the guide wire was cut into two pieces and the tip was left inside the patient¿s body. The tip couldn¿t be retrieved; however, the physician believes that there is a low risk of complications to the patient. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned in a generic plastic bag. The unit returned has tip damaged, as part of overall visual revision. The device has the distal tip detached. The device was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The totally occluded, concentric target lesion was located in the left circumflex artery (lcx). A 185cm j-tip pt guide wire was advanced but the device failed to cross the lesion. When the device was removed, the physician noted that the guide wire was cut into two pieces and the tip was left inside the patient's body. The tip couldn't be retrieved; however, the physician believes that there is a low risk of complications to the patient. No patient complications were reported and the patient's status was stable.